Event description:
Complainant alleged that during biomed testing, the device would not charge above one joule. Complainant indicated that there was no patient involvement in the reported malfunction.